Event description:
The customer was hospitalized and had problems with high bgs. The customer stated that bolusing would not help. The customer had done numerous boluses and manual injections to control bgs, which caused low bgs and went into a diabetic coma. The customer collapsed and broke a rib. Then the customer was taken to the emergency room because of all the candy they ate to counteract the insulin deliveries.